Event description:
Groshong piccs leaking at the insertion site. They flushed before and everything was fine however pt was complaining of burning from the medication. When they checked the line it was leaking in several spots. Nurse trimmed it and put a new connector on it and it still leaked.

Manufacturer narrative:
The complaint of a leak is inconclusive due to the original complaint sample was not returned for eval. Returned for eval is one un-opened groshong 4 fr PICC catheter. During functional testing no leaks were observed emanating from the catheter. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The complaint incident could not be replicated in the laboratory setting. A lot history review (lhr) of revk1195 showed no other similar product complaint(s) from this lot number.